Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. The following devices were also listed in this report: primary tritanium hemi cluster hole cup 54mm; cat#502-03-54e; lot#x552dr ,                                acetabular dome hole plug; cat#2060-0000-1; lot#rr4l47, 6.5 cancellous bone screw 30mm; cat#2030-6530-1; lot#p97wwl, 6.5 cancellous bone screw 20mm; cat#2030-6520-1; lot#t71x6t,   alumina v40-femoral head 32mm, +4mm nk; cat#6565-0-232; lot#61951201, size 4 accolade ii 127 deg; cat#6721-0435; lot#59940904. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
The customer reported that the patient who had been implanted with stryker devices developed an infection.